Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that adhesive of the object lens at the distal end of the subject device was peeled off. The subject device had been returned to sorc for repair of a pin hole of the bending rubber. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed the reported phenomenon. It was occurred due to deterioration or breakage of the adhesive. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact causes of the reported phenomena could not be conclusively determined. [Consideration] it is presumed that the possible cause of the reported phenomenon was physical stress due to dropping or bumping etc, or deterioration due to chemical stress such as during reprocessing. If additional information becomes available, this report will be supplemented.